Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer failed and required maintenance. The customer stated that the malfunction occurred when the user tried to issue medication to the patient which resulted in delay since the user obtained medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 pocket a3 had failed and required maintenance. A field service engineer (fse) guided the customer in power cycling the station and to recover functionality. The issue was resolved, and the customer successfully inventoried medications without any issues. The case was closed. The system functioned as intended after the field service engineer assisted with the issues of the device.